Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose level was in the 200 (mg/dl) range; however, the customer was unable to provide a specific value, but did state it was below 240 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.